Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that there was non-sustained rv lead noise that was falsely identified as a vf episode by the home monitoring device. Lead testing was stable. The patient experienced no adverse events or symptoms. No intervention has been done as the lead remains implanted and will be monitored. The patient was stable.

Manufacturer narrative:
Correction: this correction is to correct the initial MDR to include (B)(4).

Event description:
New information received on (B)(6) 2018 indicated that the lead continued to exhibit lead noise. The patient presented for lead revision procedure on an unknown date and the lead was capped and replaced. The patient was stable post procedure.